Event description:
Boston scientific received information that the patient implanted with this pacemaker, right ventricular (rv) and right atrial (ra) leads presented to the hospital for an unrelated procedure. During the pre-operative check, the physician determined that the leads were reversed in the device header. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The pocket was reopened and the leads were reconnected to the correct ports in the device header. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.